Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 350cc mentor memorygel breast implant, catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 350cc mentor memorygel breast implant has experienced postoperative right-sided rupture, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 02-apr-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per review of the file, rupture was discovered by MRI on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient was scheduled to undergo explantation on (B)(6)2020. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent replacement with 375cc smooth mentor memorygel breast implant, catalog # 3503754bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation, the device was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 6800318 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received ((B)(6)lot-serial). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).